Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she felt the stimulation turning on and off and increase and decrease as she moved slightly. The patient reported that she didn¿t have adaptive stimulation enabled and it occurred when barely even moving. The patient reported that the device was just turned on the day prior to the report at the follow up appointment with the local manufacturer¿s representative (rep). The patient reported that the device wasn¿t covering her pain and believed it needed to be adjusted further. No further complications were reported.